Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection). These cases may also be due to introduction of the microorganism during the implant procedure (1). Medtronic, inc. Manufactures all their products per validated and released manufacturing processes and their devices meet all applicable manufacturing specifications prior to release for distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The device has been sterilized using liquid chemical sterilants according to en/iso 14160. In this case, it was reported that the source of the vegetation was an infection of an unknown origin. It was also reported that the valve was dysfunctional. The valve was surgically explanted and a different valve was implanted. The subject valve was not returned to medtronic for analysis. Neither the echocardiogram which revealed vegetation, as it was reported, was not provided to medtronic for review. Based on the literature, review of manufacturing process controls, it is concluded that prosthetic valve endocarditis can be caused by various procedural and patient related factors and is often not attributable to the manufacturing or sterilization processes of the actual implant device. Based on the above investigation it is unlikely that the infection and vegetation/endocarditis is attributed to the device or the manufacturing process. Per the physician the origin of the vegetation/endocarditis was reported as of infectious origin however its origin remains unknown and a conclusive root cause could not be determined with the available information. Endocarditis is a known potential adverse event listed in the device instructions for use (IFU) and addressed in the current risk management file. No additional adverse patient effects were reported. Update data: h6 - eval method code, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one month following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed vegetation on the valve. The source of the vegetation was an infection of an unknown origin. It was reported that the valve was dysfunctional. The valve was surgically explanted and a different valve was implanted. No additional adverse patient effects were reported.